Manufacturer narrative:
Following the evaluation of the device, the customer replaced the lcd assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customers' alleged malfunction was confirmed, and it was determined that the root cause was a faulty lcd assembly. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Event description:
The customer reported that the display is black. Bad lcd. The customer contacted product support and discussed parts needed to upgrade to 2nd gen lcd vs installing new 2nd gen ui assy. The customer reported that the unit was not in use on a patient. The issue was discovered during device set up. The biomed ordered 2nd gen user interface assembly to address the reported issue.